Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus surgery t2 cannot be deploy. No patient injuries or significant delay was reported. Back-up device was available to complete the surgery.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. No further investigation is required.